Manufacturer narrative:
Evaluation results: related to operational context (dislodgement most likely related to the attempt to use the device when negative prep was performed on the device prior to insertion into the patient and after balloon preparation). Inherent risk of procedure (detachment of component of system). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: related to operational context (dislodgement most likely related to the attempt to use the device when negative prep was performed on the device prior to insertion into the patient and after balloon preparation). Known inherent risk of procedure (detachment of component of system). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
It was reported that the physician was attempting to deploy an assurant cobalt peripheral stent to treat a lesion that was pre-dilated on the left side iliac with 70-80% stenosis. The scrub tech pulled negative on the balloon before device was introduced to patient. It was reported that while the device was being advanced into the left iliac, the stent began coming off the balloon and fully dislodged around the common femoral or external iliac. It was possible to pull the stent into the sheath and retrieve it with no complication to the patient. The case was finished with another assurant cobalt peripheral stent successfully with proper prep of the stent. No patient injury or other clinical sequelae were reported.